Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported that the unit turns on and ventilates, but there is no display. The customer contacted product support and requested for assistance. Product support discussed 1st gen vs 2nd gen lcd. Product support provided parts ID for the 2nd gen user interface (ui) assy. Product support also provided 2.10 software and discussed installation. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 03apr2020. B4: 06apr2020. The biomedical engineer replaced the display assembly to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.